Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that axiem communication failed. The localizer was not connected and the mouse pointer was not controlled. The transceiver was changed and the system was back to normal. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the localizer was not connected and the mouse pointer was not controlled. There was no patient present when this issue was identified.